Event description:
It was reported that a female patient, born on (B)(6) , underwent a cardiovascular procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that a pericardial tamponade occurred while using biosense webster products. The event occurred during mapping phase of the right ventricular outflow tract (rvot) ventricular extrasystoles (ves) and before ablation. A pericardial puncture was performed, and 150 ml of blood was drained. There was no procedure delay. The procedure was aborted and was not successfully completed. Due to intensive care observation after pericardial drainage, extended hospitalization was required, and the patient stayed one day longer in the hospital. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. It was noted that this patient had a medical history of hypertension. The generator used was stockert smart ablate. A transseptal puncture was not performed. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. Irrigated catheter was used in the event and the flow setting were stsf, high flow 8.15ml, low flow 2ml. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient, born on (B)(6), underwent a cardiovascular procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that a pericardial tamponade occurred while using biosense webster products. The event occurred during mapping phase of the right ventricular outflow tract (rvot) ventricular extrasystoles (ves) and before ablation. A pericardial puncture was performed, and 150 ml of blood was drained. There was no procedure delay. The procedure was aborted and was not successfully completed. Due to intensive care observation after pericardial drainage, extended hospitalization was required, and the patient stayed one day longer in the hospital. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. It was noted that this patient had a medical history of hypertension. The generator used was stockert smart ablate. A transseptal puncture was not performed. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. Irrigated catheter was used in the event and the flow setting were stsf, high flow 8.15ml, low flow 2ml. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 08-apr-2022. It was reported that a female patient, born on (B)(6)1950, underwent a cardiovascular procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that a pericardial tamponade occurred while using biosense webster products. The event occurred during mapping phase of the right ventricular outflow tract (rvot) ventricular extrasystoles (ves) and before ablation. A pericardial puncture was performed, and 150 ml of blood was drained. There was no procedure delay. The procedure was aborted and was not successfully completed. Due to intensive care observation after pericardial drainage, extended hospitalization was required, and the patient stayed one day longer in the hospital. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. It was noted that this patient had a medical history of hypertension. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number 30567396l and no internal action related to the complaint was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-feb-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).